Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating and there was fluid leak. During the surgical procedure for the device replacement, it was noticed there was a tear in the tubing connecting the pump to the cylinders. There were no patient complications.